Event description:
Post procedure when archiving images to pacs/dr to be read, images or studies are discovered missing at which time biomedical engineering is notified. The procedural outcome has not been affected by this ge oec recall.